Manufacturer narrative:
Date of event was not reported and has been estimated.

Event description:
It was reported that the patient experienced a cerebral vascular accident. It was reported via social media that "the patient had the watchman closure device implanted and experienced a cerebral vascular accident, but had no residual effects from it." The patient also reported that there was a device related thrombus that formed.